Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the cataract surgery with intraocular lens (iol) implant procedure the patient was not happy with the vision. The lens was exchanged for another lens model 01 month 20 days following the initial procedure. Clinical reason for explant was patient unhappy with the current level of visual acuity.additional information received and stated that there was no further impact to the patient.in the surgeon¿s opinion, product was contributed the event.

Manufacturer narrative:
Additional information provided in d.9., h.3, h.6., h.11. The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. Marks are observed on both sides of the optic in three areas that are similar to those left by a surgical instrument used to grasp the lens. All three areas are cracked on the optic edge. A power and resolution inspection could not be conducted due to extensive damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The lens was returned for evaluation but was cut in half from being removed from the eye. A power and resolution inspection could not be conducted due to extensive damage. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the toric company (1.50cyl), 19.5 diopter (1.5 extended depth of focus) lens was replaced with a company (3.00cyl), 19.5 diopter (1.5 extended depth of focus) lens. The exchange is lens with different cylinder power may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).